Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope for past two weeks. Upon interrogation, the right ventricular lead exhibited high impedance and high threshold. The patient was not device dependent. Lead replacement was discussed. The patient was otherwise normal and would continue to be monitored.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 7.7cm of the connector piece and 52.6 cm of the distal piece. Three external insulation abrasions measuring 3.2 cm to 4.2 cm, 4.4 cm to 4.7 cm, and 6.2 cm to 6.4 cm from the distal tip due to friction to another device or feature of the heart were noted. The cause of the high threshold was isolated to these external abrasions. Electrical tests were performed; however, high impedance was not confirmed.

Event description:
New information noted that the lead was explanted on (B)(6) 2018. The patient was stable after the procedure.